Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. A follow-up CT identified an unknown endoleak. The patient was brought in for an intervention and the physician stated due to the connecting bar pulling away from the fabric of the stent graft a type iii endoleak, fabric was created. This patient also had a total debranching and the physician stated that the cause of the endoleak was that the aorta has grown with disease progression (degeneration of the aorta over time). The physician elected to implant four valiant stent grafts to reline the entire area that was originally treated with talent stent grafts. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.